Manufacturer narrative:
The information provided by stryker orthopaedics' clinical affairs department. No additional information is available at this time. Additional follow-up information may be obtained by the clinical affairs as it becomes available. A supplement report will be created if additional information is provided.

Event description:
Site indicated ae - proximal lysis with poly wear. X-ray findings of proximal lysis zones I-a and vii-a with approximately 1/2 mm poly wear. Mild severity; relationship to device: uncertain; was complication anticipated? = yes; revision/removal: acetabular component, femoral head (B) (6) 2009. Resolved (B) (6) 2009. On (B) (6) 2002 lysis zones I + vii-a approximately 1 mm poly wear by x-ray. (B) (4).